Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were using the arctic sun device and kept getting low flow and patient line open. Swapped out to alternate device and getting the same alerts. 4 pads connected to adult patient. Device shut off. Verified device was plugged into a bed. Had relocate to grounded wall outlet. Restarted therapy and water flow rate (wfr) was 0.7 l/m. System diagnostics showed that the water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was 4.1psi circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 1555.7 and pump hours were 464.1. Had her stop therapy, disconnect and reconnect using proper technique. Restarted therapy and water flow rate (wfr) was stabilized at 3.1 l/m. Per follow up information received via task on 26apr2026, current staff unaware of event. Noted no patients are currently on an arctic sun. Per follow up information received via phone on 28apr2026, spoke with charge nurse who confirmed patient completed therapy after troubleshooting with bd's helpline. They had provided a brief education to nursing team on the need to plug the device's into a wall outlet and not a bed to avoid unexpected power shortages. The pads were disposed of, and they do not recall the size. Both devices were sitting in the hall and there was currently no plan to remove them from service. They believe any issues were likely user related. The serial number of the devices were (B)(6).